Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the hv tank, sys backplane, and battery pack to restore proper function. Filament re-calibration performed. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had an overload fault error and regulator filament error.